Event description:
It was reported the patient had a pain pump implanted and had a "edema seizure at lower extremities". The pump was used to deliver morphine. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report. Geo event description: information received by medtronic indicated edema seizure. Preliminary geo assessment: edema seizure at lower extremities intrathecal morphine pump preliminary geo conclusion: acceptable risk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not have allergies related to morphine or other drugs. The patient was hospitalized "in the middle of (B)(6)" and continued to be hospitalized. The patient was treated with "literature indications". The manufacturer representative did not know exactly how the patient was treated. The edema had not disappeared and the patient was being studied by an internal medicine healthcare professional (hcp) to identify the reason for the adverse reaction. The therapy continued as normal; the same dosing was used and resulted in effective pain treatment. Additional information has been requested, but was not available as of the date of this report.